Manufacturer narrative:
Product development investigation was completed. The evaluation of the received cancellous synapse screw has shown that it broke below the screw head. It is visible that half of the shaft diameter was incised with a tool to remove the screw as described, the other half of the screw did finally broke off after the shaft was weakened by the cut in. The fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. The relevant dimensions cannot be verified anymore due to the damage and as the threaded shaft is not available for evaluation. Therefore the manufacturing documents were reviewed and no deviation from the specification could be detected. This lot of 24 pieces was manufactured in march 2014, all parts are shipped and we are not aware of any other complaint for this article- and lot number. Based on these findings we exclude a manufacturing related issue. According to the complaint description the screw could not be fully inserted and then could not be backed out. This did finally lead to a mechanical overload and the breakage of the screw. Afterwards and without the threaded shaft we are not able to define the exact root cause of the insertion/extraction problems, we can only assume that the mentioned hard sclerotic bone did contribute to this occurrence. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: kwp, mnh, mni. Due to the intra-operative events, the device was not successfully implanted or explanted. As such, implant/explant dates are not applicable. (B)(6). A device history record (DHR) review was performed on part # 04.614.236, lot # 7629622: manufacture location: (B)(4), manufacture date: 11-mar-2014: 04.614.236: mfg date 03/11/14, 04.614.008.2: mfg date 03/11/2014, 04.614.008.31: mfg date 02/28/2014, 04.614.008.41: mfg date 03/04/2014. DHR review found no relevant issues that would result in this product complaint. No non conformance reports (ncrs) were generated during production. Review of the device history records show that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgery performed on (B)(6) 2017, the cancellous bone screw synapse could not be fully inserted and then could not be backed out. The surgeon suggested that this may be due to hard sclerotic bone. He tried to use a small rod to unscrew it, but in the end he burred off the head, leaving the shaft in the bone. The rod was cut in order to remove the screw. The delay to surgery was estimated as twenty (20) minutes and the patient is doing well post-operatively. There was no patient harm and the surgery was successfully completed. Concomitant devices reported: rod (part and lot unknown, quantity 1), ti locking screw (part 04.614.508, lot h081472, quantity 1). This is report 1 of 1 for complaint (B)(4).